Manufacturer narrative:
The complaint sample received 27 april 2020 was reviewed and the evidence of a burn of the fiber as reported was not confirmed. The rfid tag of the returned unit was verified which confirmed 9 treatments had been conducted with the suspect unit, totalling 6890j total energy. The last date of usage was confirmed via the rfid verification to be after the date of expiration for the suspect device, hlfrbx0600c lot c0715r. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution and the rfid scan verifications on the return unit confirmed the device was performing to specification prior to release for distribution. Additionally, it is acknowledged 9 treatments were conducted with this unit which is evidence the fiber was operating as intended.

Event description:
A notification was received from the complainant that a laser fiber was identified that staff "felt was burnt" where the connector meets the fiber. No patient impact was reported.